Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm during the rewind process. The insulin pump was not exposed to a high magnetic field. During the call, the customer noticed that insulin leaked from the reservoir into the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.